Manufacturer narrative:
A review of the manufacturing records showed: a review of the manufacturing records indicated the lot met pre-release specifications. An evaluation of the report on the explanted devices from the third party explant lab showed: minimal, scattered tan to brown tissue was present on the abluminal surfaces. All lumens were widely patent. The proximal portion of the trunk constraint sleeve was not attached. No material disruptions were identified. The imaging evaluation performed by a clinical imaging specialist showed: one time-point available for evaluation: post-implantation computed tomography angiography (cta) dated (B)(6) 2024. The maximum abdominal aorta aneurysm diameter on this date appears to be 56.1mm x 63.3mm. The inferior mesenteric artery (ima) appears to be embolized, however, there is questionable contrast in the sac at the level of the ima origin. Contrast is seen in a set of lumbar arteries distal to the level of the ima. There appears to be communication with a set of lumbar arteries and contrast pooling in the aneurysm sac which is suggestive of a type ii endoleak involving lumbar arteries. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on (B)(6) 2021, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the patient presented with a type ii endoleak and was treated with onyx embolization of the inferior mesenteric artery. Angiography was performed on (B)(6) 2023. In (B)(6) 2024, the patient presented with aneurysm sac expansion, reaching a diameter of 60 mm. On (B)(6) 2024, the implanted devices were explanted due to the type ii endoleak.

Event description:
It was reported that on (B)(6) 2021, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On an unknown date in 2023, the patient presented with a type ii endoleak and was treated with onyx embolization of the inferior mesenteric artery. In (B)(6) 2024, the patient presented with aneurysm sac expansion, reaching a diameter of 60 mm. On (B)(6) 2024, the implanted devices were explanted due to the type ii endoleak.

Manufacturer narrative:
D10: gore® excluder®aaa endoprosthesis - stent graft aortic extender pla260300 gore® excluder® aaa endoprosthesis - stent graft contralateral leg plc121400 h3: explanted device was returned to third party explant lab for evaluation the event date is unknown. December 31, 2023, is given for the purposes of reporting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.